Event description:
It was reported that the extravascular (ev) lead had migrated and that the patient received an inappropriate shock due to oversensing on the lead. The ev-lead also exhibited varying lead impedances possibly related to varying lead positions, noise, p-wave oversensing, and t-wave oversensing (twos). It was noted that the noise seems to be caused by small r-wave in combination with myopotentials due to the position of the lead, and the oversensing has been present over a long period of time which started to occur about 7 months ago. It was additionally noted that previous reprogramming had been done. The ev-lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the ev lead was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular (ev) lead had migrated and that the patient received an inappropriate shock due to oversensing on the lead. The ev-lead also exhibited varying lead impedances possibly related to varying lead positions, noise, p-wave oversensing, and t-wave oversensing (twos). It was noted that the noise seems to be caused by small r-wave in combination with myopotentials due to the position of the lead, and the oversensing has been present over a long period of time which started to occur about 7 months ago. It was additionally noted that previous reprogramming had been done. The ev-lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated the impedance trend of the extravascular pacing lead was variable. Analysis of the device memory indicated noise. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated extravascular oversensing of p-waves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient is a participant in a clinical study.